Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Correction: g2- distributor should have been selected.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the atrial lead exhibited failure to sense. The atrial lead was not used and replaced during the procedure. The patient was stable.